Event description:
It is reported that the patient was revised in 2009, due to the plate and a screw breaking. Implant date is unknown.

Manufacturer narrative:
Evaluation summary: the returned devices indicate that the plate is broken and one screw as well. The devices were in vivo for approximately 8 months. Sem analysis indicates that the plate and screw broke as a result of fatigue loading. It is reported that the doctor commented that he felt that the product is not the issue as the patient was not healing. In addition, no information is available regarding how the plate was implanted or how the fracture was reduced during surgery, the size and stature of the patient, and the current activity level of the patient when the plate broke. Based on the available information a definitive cause can not be determined. Evaluation: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.